Event description:
It was reported occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. A system check was performed with tandem technical support and no issues were identified. The customer was instructed to change pump supplies as needed, and resume insulin therapy. Reportedly, a replacement pump was sent to the customer.